Event description:
It was reported that the "catheter was broken in 2 parts." The catheter was inserted in 2006 and removed in 2008. No further info regarding the event or device was provided.

Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the MFR for eval. When the investigation is complete a final report will be submitted.